Manufacturer narrative:
During a sapphire carotid artery stenting procedure, the physician was unable to advance a 6 or 7mm angioguard to the lesion. A non cordis filter was used instead and was able to be advanced to the lesion. He then deployed a precise stent as intended. However, the non-cordis filter became entangled on the stent struts as he was retrieving it requiring an emergent cea to remove both the filter device and the stent. The target lesion was in the left internal carotid artery with 80% stenosis, mild calcification and moderate vessel tortuosity with only 1 bend. The length of the lesion was 8mm and the vessel diameter was 6.0mm. The arch I lesion was eccentric. The surgeon indicated upon removal of the devices that the left internal, external, and common carotid arteries had become occluded. The patient was given a total of 15,000 units of heparin during the stenting procedure and was then placed on a heparin drip at 800 u/hr while waiting for an operating room to become available. The patient's stenting procedure was concluded at 21:14 at which time he was alert and oriented x 3. The angiogram at the time revealed patency of all vessels . A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15856326 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis/restenosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction.. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the devices becoming entangled. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information was received that the lesion in the ostium of the left internal carotid. The patient was discharged approximately 2 months later. The patient had the 30 day follow-up visit four days prior to discharge. Nih was 4 and the rankin was 1. Aspirin and clopidogrel were ongoing. No new adverse events were reported. No further details are available and further reports are not expected.

Event description:
The report received from the sales rep indicated that during a sapphire carotid artery stenting procedure, a physician tried advancing 6mm medium support angioguard but was unable to do so. A 7mm medium support angioguard was also used but could not be advanced. He used a non cordis filter instead and was able to advance it. He then deployed the precise stent perfectly (pc1030rxc). However, non cordis filter got stuck in the stent as he was retrieving it. The stent was removed during emergency cea and the surrounding vessels were occluded. At baseline, nih stroke scale score was 1 and the rankin score was 0. The patient was asymptomatic at study inclusion. The target lesion was in the left internal carotid artery with 80% stenosis, mild calcification and moderate vessel tortuosity with only 1 bend. The length of the lesion was 8mm and the vessel diameter was 6.0mm. The arch I lesion was eccentric. The subject underwent emergent cea approximately 1.5 hours after the spider device was entangled on the stent struts. The intention was that the vascular surgeon may have been able to just remove the spiderrx, instead he had to remove both the spiderrx and the precise pro rx 10mm stent. The surgeon indicated upon removal of the devices that the left internal, external, and common carotid arteries were occluded. The patient was given a total of 15,000 units of heparin during the cas case and was then placed on a heparin drip at 800 u/hr while waiting for an operating room to become available. The patient's cas procedure was concluded at 21:14 at which time he was alert and oriented x 3. The angiogram at the time revealed patency of all vessels . The surgery lasted from 22:34 to 00:40. The following afternoon he developed a hematoma in his neck, required intubation, and resulted in a second trip to the operating room to evacuate it. Currently, he remains intubated. Attempts have been made to wean him off the ventilator, however they have been unsuccessful.

Manufacturer narrative:
Additional information was received that pre and post-procedure medications included aspirin and clopidogrel. The patient was discharged approximately 2 months later to a rehab hospital unit. Additional information is not available at this time.

Manufacturer narrative:
The patient remains on propofol and fentanyl. Accurate neurological testing is difficult at this time, though it is reported that he "is able to squeeze both hands lightly on command and move toes bilaterally" this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.